Event description:
It was reported that this left ventricular (lv) lead exhibited diaphragm stimulation when the patient lays on her left side. Boston scientific technical services (ts) advised reprogramming on the vector testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).